Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 92 mg/dl. Customer stated that the b button is not working. While on the call, customer stated that the b buttons started working. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to flattened express bolus button dome switch. The device had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.